Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A journal article reported adverse events associated with icl implantation. This was a single case report of a 29 year old patient who had undergone bilateral icl implantation with pre-existing flat ciliary body morphology to assess the outcomes over a five year period. The patient experienced blurred vision and over/under correction. The lenses were exchanged and the problem resolved.